Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0118494v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the lead damage was not determined nor did the doctor want to look into it. It was reported that the patient's weight was unknown and would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# j0118494v, implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative was notified of the battery replacement and noted that this replacement was due to normal battery depletion. The patient was listed as having only 1 lead implanted with a synergy battery. The representative was able to interrogate the battery prior to surgery and it showed as having 2 active leads. They performed an impedance check and found high impedances as well as ¿??.¿ the representative notified the physician, prior to the surgery, that there were high impedances and that a lead revision might be needed but the physician stated that they only wanted to replace the battery. During the procedure they opened the pocket and the battery had 2 leads connected. One lead was intact while the second had damage where the lead met the prong section. The plastic surrounding the lead was gone and a portion of the lead was exposed. The representative asked the doctor again if they would like to replace the leads and they declined. The doctor cut the prong off of the damaged lead and the exposed metal portion of the lead retracted into the plastic sheath. The representative offered to put a boot over the exposed end and the doctor also declined doing so. A pocket adaptor was used in order to connect to a new ins and a plug was placed in the empty port. An impedance check was done prior to closing and the impedances were all fine. The patient ended up having good coverage and no issues at the moment. The physician did not desire to send back the damaged part. The representative did not know the exact lot number of the damaged lead/extension as the patient¿s registration was inaccurate. The cause of the lead damage was unknown. The weight of the patient is unknown and would not be made available. No further complications reported

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the device was going to be replaced on the day of the report. There were no allegations about longevity. It was unknown if the patient had 1 lead or 2. The caller stated that the impedances for lead 2 were showing as ¿??¿. There were no medical symptoms reported. Additional information was received from the manufacturer representative on the same day reporting that when they went into the pocket, there were 2 leads active. One lead was damaged. The health care provider (hcp) decided to cut it and cover it against the manufacturer representative advice. Per the caller, this was likely the cause of the impedances showing as ¿??¿. There was only 1 lead active post-surgery. No further complications were reported.